Event description:
It is reported that the pt was revised due to the liner fracturing.

Manufacturer narrative:
Upon further investigation it was determined that the component involved was manufactured by zimmer inc., (B)(4). Please reference 9613350-2012-00012 previously submitted by zimmer winterthur. This report will be amended when our investigation is complete.